Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the patient thought their ins was affected by emi because it had been ¿going off all the time I can feel it.¿ the patient kept a variety of devices in bed with them ranging from a phone, (B)(6) device, and a baby monitor as well as a tv near their bed. Patient services reviewed that in general those household items would be unlikely to interfere with therapy however if they feel they are affected by emi they should discontinue use or increase the distance away from these devices. The patient said the ins was implanted about 4 months ago. No symptoms were reported. No further complications were reported.